Event description:
The customer reported to beckman coulter (bec) that their coulter act diff 2 analyzer generated erratic platelet (plt) results on patient samples. It is unknown how many erroneous plt results were generated. Printouts were requested but not provided by the customer, therefore the instrument flagging cannot be determined. An example only was provided by the customer showing one sample had an initial plt count of 120 x10^3ul, the same sample reran gave plt result of 130 x10^3ul and 140 x10^3ul. The sample was sent out for plt testing and obtained result was 120 x10^3ul. The erroneous results were reported out of the laboratory and one patient had a previously scheduled plt blood transfusion which has been cancelled due to erratic plt results, other test results and pending medical treatment. Bec contacted the customer on (B)(4) 2013, and at this time the patient was still pending the plt transfusion based on pending medication treatment. MDR 1061932-2013-00481 is associated with this event.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer's site on (B)(4) 2013. The fse found platelets (plt) were failing startup because of an electronic interference and bacterial contamination in the diluent reservoir. The fse decontaminated the system by bleaching the diluent reservoir, and replaced the waste filter, white blood cell (wbc) bath assembly and installed a new reagent pack. The fse also installed an electronic line conditioner and grounded the counting assembly. The fse calibrated the instrument and performed carryover test; all results were within specifications. Per the fse, the instrument was located near an open window and next to numerous computers and monitors causing electrical interference on the platelet channel. The instrument was moved into a different location which resolved the electrical interference issue. The fse also performed an in service training session for the laboratory personnel. Failure mode can be attributed to use error as the instrument had been failing plt background checks and the customer reran startup and controls until plt passed background checks and controls were within range and continued to use the system. The failure mode identified for bacterial contamination caused the plt background to fail alerting the customer to an instrument problem.